Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery (lcx). A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient with the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guide wire. The tip is damaged. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery (lcx). A 2.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient with the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.